Event description:
It was reported that during the implant procedure a 4.0cm cuff was not implanted due to the cuff being too tight with an artificial urinary sphincter (aus). A new aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.